Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had normal operating currents and no unexpected battery alarms noted. The device passed displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. The device had cracked case at display window corner, minor scratches on the lcd window, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the button on the insulin pump weren't responding. Customer's blood glucose was 325 mg/dl. The act button is not responding. Customer state the device had alarmed button error and has been having issues with the device responding slowly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.